Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 948836, 948836) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included altered mood, depression, anxiety, eyelid ptosis, weakness, diplopia, dizziness, scoliosis, temporomandibular joint disorder, suicidal ideation, bipolar disorder, autism spectrum disorder, benzodiazepine dependent, hirsutism, borderline personality, post-traumatic stress disorder and polycystic ovarian syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), acne ("acne") and hair growth abnormal ("hair growth"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, fatigue, depression, anxiety, acne and hair growth abnormal outcome was unknown. The reporter considered acne, anxiety, depression, dyspareunia, fatigue, hair growth abnormal and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data, product information and events: dyspareunia (painful sexual intercourse), fatigue, depression, anxiety, acne, hair growth were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure (batch no. 948836) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included altered mood, depression, anxiety, eyelid ptosis, weakness, diplopia, dizziness, scoliosis, temporomandibular joint disorder, suicidal ideation, bipolar disorder, autism spectrum disorder, benzodiazepine dependent, hirsutism, borderline personality, post-traumatic stress disorder and polycystic ovarian syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), acne ("acne") and hair growth abnormal ("hair growth"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, fatigue, depression, anxiety, acne and hair growth abnormal outcome was unknown. The reporter considered acne, anxiety, depression, dyspareunia, fatigue, hair growth abnormal and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 30-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included altered mood, depression, anxiety, eyelid ptosis, weakness, diplopia, dizziness, scoliosis, temporomandibular joint disorder, suicidal ideation, bipolar disorder, autism spectrum disorder, benzodiazepine dependent, hirsutism, borderline personality, post-traumatic stress disorder and polycystic ovarian syndrome. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), depression ("psych injury/depression"), anxiety ("anxiety"), acne ("acne"), hair growth abnormal ("hair growth"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, fatigue, depression, anxiety, acne, hair growth abnormal, dysmenorrhoea, abdominal pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, acne, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hair growth abnormal, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2013, (B)(6) 2011 patient received treatment for events ¿ dyspareunia, abdominal pain, dysmenorrhea (cramping), pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received-new events abdominal pain, dysmenorrhea (cramping), hormonal changes were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.